Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed inappropriate mode switch episodes due to atrial lead noise. Lead insulation damage was suspected. No intervention was performed as the capture thresholds and sensing results were stable and within acceptable ranges. There were no patient consequences and the patient will continue to be monitored.